Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. The pt has a history of hyperlipidemia and chronic tobacco use. It was reported the stent graft structure appears to have changed its position and orientation. The infrarenal aorta demonstrates progressive expansion and now measures 40 x 51 mm in size an obvious increase over the prior study. No endoluminal abnormality was demonstrated involving the graft and its structure appears intact without evidence of an endoleak; however, the aneurysm volume has increased in comparison to the prior examinations. The stent graft was explanted and was received by medtronic. Evaluation of the explanted stent graft is pending.